Event description:
Related manufacturer report number:2017865-2023-43008. It was reported that noise possibly due to electromagnetic interference (emi) was observed on the right atrial (ra) and right ventricular (rv) leads. Several noise events were observed in a 20 min period on a remote monitoring report. The patient subsequently presented in office on (B)(6) 2023 and indicated she had received an unrelated shoulder surgery on (B)(6) 2023, the day the noise events were recorded. The patient was stable, being monitored remotely with normal device function.